Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the ventricular output connector was occluded by a broken pin. It was also noted that the upper and lower cases were broken, the ring cover and both bail covers were missing, the battery contacts were compressed, the ring and both bails were missing, and the keyboard was out of specification, the lock and pause buttons were "squishy".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a broken pin was stuck inside the ventricular port output connector. The external pulse generator (epg) has been returned for repair. There was no patient involvement.